Event description:
Manufacturer report reference number: 1627487-2020-22749. Follow up information received that the patient had their leads explanted and replaced. Effective therapy was established post operation.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Correction: h6 - device code should be 4114 instead of 4117.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 1627487-2019-14165. It was reported that the patient was not getting effective therapy. The patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. It was determined that the patient's l4 lead had high impedance and their l5 lead migrated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.